Event description:
It was reported that two (2) hand pieces for battery powered drivers were malfunctioning. One device fails to reverse (lot 6176930) while all buttons except for the fast forward button fail on the other (lot 5717400). The malfunctions were discovered outside of the operating room with no patient involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Additional device codes for this report include gxl. (Lot number): additional lot number for this device is 005329. Device is an instrument and is not implanted or explanted. Manufacturing date is unknown. Service history review: service history review: lot 5717400 / 005329 - a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2014 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The manufacture date of this item is unknown and cannot be traced. Service & repair evaluation: the customer reported the buttons were not working. The repair technician reported the membrane vent was missing, and the motor only ran in fast forward. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection, and returned to the customer on (B)(4) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.